Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results on their e602 analyzer. The customer repeated the samples using a liaison analyzer. The customer provided data for 26 patients, 24 of which had discrepant results. The specific date of this event was requested but not provided. Please refer to the attachment to the medwatch for the patient results. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The ft4 reagent lot number was 176245; the expiration date was requested but not provided. The ft3 reagent lot number was 177312; the expiration date was requested but not provided.

Manufacturer narrative:
24 samples were returned for investigation. The customer's ft3 results were reproduced. An interfering factor to the antibody idiotype was identified for three samples for the ft3. For eight samples, ft3 investigation results were within the reference range and the customer's results were not reproducible. For one sample, a streptavidin interfering factor was identified for the ft3. For two samples there was not enough material to investigate the ft3. For the ft4, the customer's results were reproduced and no reagent specific issue was observed. The identified interfering factors are documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examinations, and other findings.